Manufacturer narrative:
Per info received: the nurse felt that the pulse oximeter was not picking up very well. She felt that the battery was running low but she was not seeing a low battery icon or hearing an audible alarm indicating that the battery was going dead. The reading on the pulse oximeter would occasionally drop out for a short period of time. At one point, they were on a rough and bumpy stretch of highway and the monitor powered itself off. The nurse was immediately able to power the unit back on. Near the end of the trip, the infant stopped breathing and went into a cardiac arrest. The infant was dnr so there was no attempt to resuscitate. The pulse oximeter was examined by the facility after the event and was found to be operating as designed. The batteries were not dead or near dead, therefore, the battery icon would not have shown nor an audible tone heard. Failure investigation at covidien determined that the batteries were depleted. The batteries were replaced. It is unk when the batteries got depleted, between the time the facility verified they were not dead batteries and when covidien investigated and found they were depleted.

Event description:
It was reported to covidien that the pt was being transported home via car. The nurse was monitoring the pt using the n65 and per the nurse the unit was not picking up very good readings. The infant stopped breathing and went into cardiac arrest. The infant was dnr so there was no attempt to resuscitate.